Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving fentanyl (unk mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient arrived in the emergency room (ER) today after having a refill with overdose symptoms. The healthcare provider (hcp) stated that the patient was responding after two doses of narcan, but they need to know how to stop the pump. The patient has an 8835 programmer. The technical services (tss) clarified the personal therapy manager (ptm) was not a clinician programmer and provided the number to the national answering service (nas) if rep was needed as well as faxed the emergency procedures for stopping a pump. The hcp was trying to get ahold of patient's pump managing physician.